Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer unable to close filed with open error. A field service engineer has confirmed the presence of debris located behind the drawer, which was obstructing the open/close sensor. The debris has been removed, and the system has been tested successfully. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system drawer remains closed, yet it continues to notify us to retrieve it and indicates a failure. A customer is experiencing difficulty in removing medication for a patient, resulting in a delay. There were no adverse events or injuries reported based on this event.